Event description:
It was reported that the patient received a shock. Upon interrogation, 2 alerts were observed. Hvli was n/a. Possible output circuit damage. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found the outer insulation was abraded in two places. The etfe insulation of one of the svc cables was also abraded open exposing the conductor filars inside. The svc cable filars were also abraded. The insulation abrasions resulted from friction with the ICD can. The svc cable insulation abrasion could cause a low high voltage lead impedance reading and the sosd warning observed in the field.